Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a shocking or jolting sensation and also a fall. It is unclear if the shocking was occurring prior to the fall. Patient states she is in worse pain since the fall. She was reprogrammed after the fall but only was given two groups, one for each leg. She also reports getting "zings" down her back. Unable to coordinate timeline of fall; reprogramming and symptoms reported. Patient is asking to have a manufacturer's representative meet with her for further reprogramming. Additional information has been requested and if received a follow up report will be sent.